Event description:
Information was received indicating that following an infusion change with a smiths medical cadd extension set, occlusion alarm was noted. It was also reported that the patient tried to resolve the issue as instructed, but the alarm persisted. The reporter noted that the customer received the pump, filled the cassette with water for injection and set it to run. The pump initially ran as intended, then after about an hour it started to emit the single ?beep" noise at each pump revolution and continued all day. No adverse effects were reported.